Manufacturer narrative:
The biomedical engineer reports the lcd on the bedside monitor has faded to the point where it cannot be seen anymore. Customer was provided part numbers and transferred to customer service. Customer replaced the defective part and the device is back in service. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports the lcd on the bedside monitor has faded to the point where it cannot be seen anymore.